Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on july 2009 and performed to specification up to the 4th november 2012. On the 9th november 2012 the device was manually powered up on four occasions, failing two of the self-tests due to a low battery. The device then passed weekly auto self-tests on 11th november 2012 and 18th november 2012. On the 3rd december 2012 a new pad-pak was installed. Between the 9th august 2015 and the final history log entry on the 15th august 2015 the device recorded multiple manual power ons, mainly of 10 minute duration. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore, given the length of time that the pad-pak would have been installed for and the repeated power cycles, the low battery fails were likely due to a genuinely depleted pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.